Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable one. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was having difficulty charging the ipg. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable. The patient was doing well postoperatively.